Event description:
It was reported that log files were submitted for review. The log captured transient low voltage and no external power alarm on (B)(6) 2023 around 15:31 while tethered on mobile power unit (mpu). It was noted that there was no interruption in pump support during these events. There were no other unusual events seen in the log file and the mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
A1-a4: patient initials, age, gender, and weight were requested but not provided. It is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm on the mobile power unit (mpu) was able to be confirmed. The mpu was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 32 days (23aug2023 ¿ 24sep2023 per timestamp). A no external power alarm consistent with a brief loss of ac power to the mpu was active on (B)(6) 2023 at 15:31:32. The alarm cleared once power was restored. The backup battery was able to provide power to the system during the event. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Multiple good faith effort attempts were made asking for the serial number of the mpu. It was also asked if the mpu has a v-lock connector, if the power cord came loose from the wall or from the back of the unit, if there were any environmental circumstances that may have caused the event, if the mpu was exchanged, and if it will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the mpu were unable to be reviewed due to the serial number being unknown. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.